Event description:
On 07/24/2001, hospital became aware that a miscalculation of laboratory values occurred on 932 pts who were involved in prothrombin time tests between 06/04/2001 and 07/25/2001. The error happened when a wrong factor (or number) was used in an equation to determine lab test results for this specific study only. Following preliminary internal review, hosp officials are reasonably certain, at this time, that two deaths may be linked to this incident. A review is ongoing to determine if there are any other adverse outcomes.